Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device. The hosp has reported that no pt injury occurred.